Event description:
As reported by the user facility; ref # (B)(4) lot # 1l27258319, 1 item, occurred (B)(6) 2012. Reports nurse in emergency room started IV and the safety clip did not deploy fully and while holding the uncovered needle stuck self in other hand. Nurse followed facility protocol for IV sticks.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The actual device in the reported incident was not available for evaluation as the sample was discarded when received. The sample was initially believed to have been exposed to (B)(6). Without the actual sample, a thorough investigation could not be performed. The batch record was reviewed and there were no such defect encountered during final control inspection. There were no other reports of this nature against this reported lot number. No adverse trends were identified during the complaint review process. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guide lines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.